Event description:
The st. Jude representative reported that the lead was oversensing, triplecounting and doublecounting, during sinus rhythm. The patient had received several inappropriate shocks because of this behavior. Noise was also present on the electrograms. The lead was capped.